Event description:
Broken customer stated "surgeon was inserting retractor into patient and as they were twisting the knob to articulate, the wire popped and stuck out between the grooved shaft, coming into contact with the liver and lacerating it.  They were unaware that the wire was protruding and only noticed when they saw the blood." Patient was harmed. Sample is available. Pending investigation, customer is requesting repair options.

Manufacturer narrative:
(B)(4). A device has not been received for evaluation. If additional information becomes available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4): one (1) 89-6110 triangular retractor device was received for evaluation for the surgeon was inserting the retractor into patient and as they were twisting the knob to articulate, the wire popped and stuck out between the grooved shaft, coming into contact with the liver and lacerating it. Evaluation of the device by the product engineer, manufacturing engineer, principal engineer-manufacturing, quality engineer, and the quality manager confirmed the reported issue. Visual examination revealed that the nitinol wire was broken and extended through the center of the segmented portion of the device. The cable was intact, not broken and all segments were still in place and accounted for. The nitinol wire is intended to work as a spring to return the device to the straight condition after the tension on the cables is released in order to assist in inserting and removing the device to / from the body thru a cannula. In addition, it was observed that the shaft (tube) was bent which is indicative of overstress to the device and the segment at the end of the shaft showed wear which is another sign of mechanical overstress. In a study, carefusion engineers tried to re-create the failure of the nitinol wire breaking. The device was abused in a manner consistent with the probable misuse noted above. Five (5) autoclave cycles were executed with the device completely folded back and held with a zip tie. Although plastic deformation was observed after the first cycle, catastrophic failure was not achieved with this condition. In a continued effort to re-create the failure, the device was abused even further by damaging the nitinol wire at the point of the bend by nicking the surface with a razor blade. Five (5) more autoclave cycles were executed after nicking the wire, and during the 5th cycle the nitinol wire did indeed fail in a similar fashion to that of the complaint device. Because the device is longer than the depth of some sterilization containers used in autoclaves, the most probable cause of the failure was that the wire was bent further than is intended for normal use, in order to fit inside the container. Based on these findings, the most probable root cause of the failure is deemed customer misuse in that the sterilization sleeve was not used for sterilization cycles as indicated as a requirement in the IFU and the device was likely damaged at some point during use creating the added potential for catastrophic failure. On 02apr2015: the customer reported that no sleeve is utilized during sterilizing or storage of the articulating retractor. The size of the container being used for processing is a stainless steel container (approximately 12 1/2"w x 21"l) wrapped, does not have a lid. The length of the 89-6110 complaint retractor is approximately 27" long which is larger than the tray that customer is utilizing for sterilization. The additional information received from the customer further confirms that the complaint device was being bent / folded in order to fit in the sterilization tray. A review of the device history records did not reveal a non-conformance. A review of the incoming records of the device tube end arrangement which contains the nitinol wire, part number 93-0084, lot number 13324025, did not reveal a non-conformance. The device passed all acceptance criteria for release. The customer will be notified through the closure letter of these findings and recommended to review the product information for this device, IFU 26-2904 rev c particularly the sterilization, processing instructions and storage sections. Carefusion will continue to trend and monitor this reported issue and for this product code.

Event description:
Additional information received 20mar2015: the customer reported the instrument was removed and passed off the surgical field. They were doing laparoscipic procedure with out necessary procedures that was completed and the patient was sent to recovery. Additional information received 02apr2015: the customer reported no sleeve is utilized during sterilizing or storage of the articulating ret. The size of the container being used for processing is a stainless steel container (approximately 12 1/2"w x 21"l) wrapped, does not have a lid.